Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during prime. The patient opened the door on the homechoice and discovered the cassette was leaking from an unknown location. The patient replaced a new cassette to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.